Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿not using aseptic technique at the time¿ and reusing a cassette. The peritonitis was manifested by abdominal pain and cloudy solution bag. The patient was hospitalized for the peritonitis event and was treated with three unspecified antibiotics for the peritonitis (no further details). Pd therapy was discontinued and the patient was switched to hemodialysis. The patient was discharged 46 days after hospital admission. At the time of this report, the patient outcome was reported as ¿drastic improvement¿. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. .